Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: smartsite not flushing properly according to customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the smartsite is not flushing properly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 22003e-07 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: smartsite not flushing properly according to customer.